Event description:
The patient experienced a jolt when he was in certain positions. His device was going to be reprogrammed to fix it. He also lost stimulation today and received the recharge ins icon. He last recharged two weeks ago. It was noted that the stimulation helps a lot with the pain. An information request was made on the recharger and patient programmer. Additional information has been requested.

Manufacturer narrative:
Product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3778-75 lot# serial# (B)(4), product type lead product ID 3778-75 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the battery in the implantable neurostimulator had been depleted. If additional information is received, a supplemental will be filed.